Event description:
Event reported from extend study (B)(4). A caucasian male with sub-acute aortic (15-90 days) dissection, debakey type I, experienced an event of stenosis. The patient underwent an open surgical replacement of the aorta with a thoraflex hybrid plexus device on (B)(6) 2025. During the operation (on (B)(6) 2025), patient had an aortic replacement causing stenosis of the subclavian artery at the lima bypass junction. Treatment of the event included a left-sided subclavian-carotid bypass. The event was considered resolved on post-op day 7 (on (B)(6) 2025). The patient continued in the study. No device deficiency has been reported. Anticipated event requiring surgical intervention, related to the procedure and not related to pre-existing condition.

Manufacturer narrative:
Manufacturer narrative: clinical code: 2263 - stenosis - event of stenosis with no device deficiency reported from extend study. Impact code: 4624 - surgical intervention - treatment of the event included a left-sided subclavian-carotid bypass. The event was considered resolved on post-op day 7 (on (B)(6) 2025). Device problem code: 2993 - adverse event without identified device or use problem - stenosis reported with no device deficiency. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: thoraflex hybrid sales jan 22 - dec 25 v thoraflex hybrid > occlusion/thrombosis > emboli stenosis jan 22 - feb 26 had an occurrence rate of (B)(4). This trend will be investigated in parallel with this complaint investigation. 4111 - communication interview: additional information and scans have been requested to aid this investigation. 3331 - analysis of production records - analysis of retained quality and manufacture records will be performed. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Manufacturer narrative:
Manufacturer narrative: clinical code: 2263 - stenosis - event of stenosis with no device deficiency reported from extend study. Impact code: 4624 - surgical intervention - treatment of the event included a left-sided subclavian-carotid bypass. The event was considered resolved on post-op day 7 (12-dec-2025). Device problem code : 2993 - adverse event without identified device or use problem - stenosis reported with no device deficiency. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: -thoraflex hybrid sales jan 22 - dec 25 v thoraflex hybrid > occlusion/thrombosis > emboli stenosis jan 22 - feb 26 had an occurrence rate of 0.052%. Analysis of similar events did not identify and trend requiring action. 4111 - communication interview: additional information was received from the site on 09 apr 26 :- during the fet (frozen elephant trunk) implantation, the creation of the anastomosis between the fet prosthesis and the native left subclavian artery was technically difficult due to the anatomical conditions. Consequently, a stenosis of the left subclavian artery was detected, which in principle would not have required treatment. However, since the patient also had a lima-lad ( understood to be left mammary artery to left anterior descending artery) bypass and the blood supply to the anterior wall of the heart depended on the bypass which in turn depended on the perfusion of the native left subclavian artery they decided to perform revascularization of the subclavian artery itself by means of a left carotico-subclavian bypass during the same hospital stay. The adverse event is therefore to be considered "related to the procedure." The graft was cut without cautery. The artery was calcified. No particulate material was visible. No abnormal manipulation occurred. Deployment of the graft was performed correctly. The left carotico-subclavian bypass was created from the native common carotid artery to the native left subclavian artery. The stenosis was located at the anastomosis between the fet side branch and the native subclavian artery. There was no relevant kinking" additional information also stated the extension procedure has now been performed (B)(6) 26. 4112 - analysis of information from a third party. - scans were received and analysed on the (B)(6) 2026. The graft was patent and no thrombus or occlusion was noted the stent rings were fully expanded with a good saddle; there were no concerns on the proximal anastomosis site and the collar attachment site. On the day of the scan the device was not sealing distally as the extension procedure had not been performed. Lsa ( left subclavian artery) kink appears to have alleviated and there was no issues noted in the branches, no migration and no evidence of d-sine. Scan review concluded this was a procedure related event and not device related. The extension procedure has now been performed (B)(6) 2026. 3331 - analysis of production records - full batch review was performed from base fabric to finished product for batch ID - 26356488 which confirmed the device was manufactured to specification with no issues found. 4117 - device not returned: device remains implanted. Investigation findings: 213 - no device problem found - no device deficiency was reported and review of the retained manufacturing and quality records confirmed the device was manufactured to specification. Investigation conclusion: 67 - no problem detected - as the site stated there was no device deficiency, the review of the retained manufacturing and quality records confirmed the device was manufactured to specification and form the scan review performed, this event is deemed to be procedure related.

Event description:
Event reported from extend study (B)(4). A caucasian male with sub-acute aortic (15-90 days) dissection, debakey type I, experienced an event of stenosis. The patient underwent an open surgical replacement of the aorta with a thoraflex hybrid plexus device on (B)(6) 2025. During the operation (B)(6) 2025, patient had an aortic replacement causing stenosis of the subclavian artery at the lima ( left internal mammary artery) bypass junction. Treatment of the event included a left-sided subclavian-carotid bypass. The event was considered resolved on post-op day 7 (12-dec-2025). The patient continued in the study. No device deficiency has been reported. Anticipated event requiring surgical intervention, related to the procedure and not related to pre-existing condition. This report is being submitted as follow up #1 for manufacturing report number 9612515-2026-00005 to provide event closure information for (B)(4).